Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in malaysia: "chemo leakage." According to the cusomer: "after discharge, patient came back after 4 hours when he discovered that his carrier bag was wet and realized that there is leakage from this unit of easypump he was using to infuse chemo drugs."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Sample for evaluation: received one sample of easypump ii lt 100-50-s without original packaging and a black pouch. The batch number on the big bottom cap of the sample was 22f29ge26r. Investigation results: the returned pump was filled with solution and bbc was removed. Leakage was detected at triangle tube to step down tube connection. This is a known defect and capa254452 had been initiated to address the leakage. This complaint is confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.